Event description:
It was reported that the patient stated the new red rubber catheters were hard to get them to go in. Per follow up via phone on (B)(6) 2021,customer stated that liberator was able to find them a different catheter that worked better for their body.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "outside diameter is too large". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated the new red rubber catheters were hard to get them to go in. Per follow up via phone on 08dec2021,customer stated that liberator was able to find them a different catheter that worked better for their body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.